Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that he can see metal parts tearing away from the tip of the syringes and that it hurts his abdomen when he administers his insulin. Customer stated that there was a metal piece sticking to the syringe, and that he used his finger to remove it. No further information was provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event note: manufacturer made several attempts to contact customer to ensure the initial concern was resolved - unable to establish contact with customer.